Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis coincident with dianeal dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. The patient was hospitalized for peritonitis (B)(6) 2012 through (B)(6) 2012. Treatment was not reported. On (B)(6) 2012 the home patient's (hp) registered nurse (rn) confirmed the report of peritonitis, event start date, effluent culture result, and hospitalization dates; the cause of peritonitis was reportedly touch contamination. The hp received pd therapy retraining and is reportedly recovering. The rn stated that the peritonitis was in no way related to the baxter device, disposables or solutions.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.